Event description:
Pt had implanted infusion system for treatment of spasticity, supplemented with oral medications. Pt developed symptoms of positional headaches, hypertonia and somnolence, and a diagnosis of bilateral hematomas was made. A craniotomy was performed to correct the larger of the two hematomas, and a burr hole performed to correct the smaller hematoma. The pt is presently still using the pump, but has had an exacerbation of his multiple sclerosis, and is not doing as well as in his pre-hematoma state.